Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was being monitored "more closely" because it was "changing." Follow-up revealed that the lead is not being monitored "more closely" and that the lead has high output. It was also noted that the lead is working fine with the high output. The lead remains in use and no patient complications have been reported as a result of this event.